Event description:
According to the initial report, hemoglobin levels were noted to have dropped requiring a blood transfusion thirty days post implant.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Multiple attempts to obtain further information including serial number were made with no response. No further information is expected. The manufacturing records were not reviewed as the serial number of the valve nor the initial implant date could be obtained. An investigation was started, and further information was received on 25apr2024 that the customer is a young surgeon who just became independent and has had some of his patients come back with low hemoglobin levels after valve implantation. During further conversation, the surgeon could not answer clearly what could be the reason for the 4 to 5 reported cases but asked us to check globally if we had heard or seen of any similar challenge. Further information was requested of the surgeon to include sn, valve model, and implant date for all cases; reconfirmation that there are no cases of pvl; lab reports that can indicate hemolysis (serum ldh, reticulocyte count, hemoglobin, and haptoglobin); echocardiogram notes and/or reports; and the implant suture technique used and if pledgets were used. At the time of this report, the only information provided was the implanting surgeon's verbal statement that there was no pvl in any of these cases; none of the other requested information was provided. Without specialized blood testing, it is difficult to ascertain the true cause of the anemia, and the medical evidence is lacking to make that assessment. There are many sources that can cause anemia and hemolysis¿the destruction of rbcs is just one of them. It is, therefore, unknown what, if any, contribution the on-x valve makes to these particular incidences of anemia requiring transfusion. In this reported series of cases from one surgeon, there could be many causes of the complications his patients are experiencing, including, but not limited to, skill challenges with valve implantation, a lack of proper diagnosis of anemia prior to valve surgery, challenges of proper medical management, and patient lifestyle. The instructions for use [IFU] for the on-x valve lists hemolytic anemia as a potential adverse event for mechanical prosthetic valve recipients, although hemolytic anemia may not be the actual complication and we are unable to confirm due to the limited medical information shared. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion. References: on-x instructions for use including aortic valve inr 1.5-2.0 update. Http://www.onxlti.com/IFU.

Event description:
According to the initial report, hemoglobin levels were noted to have dropped requiring a blood transfusion thirty days post implant.